Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was facing an issue with the boom in the patient side cart (psc). The customer stated that they were unable to deploy for docking. The technical support engineer (tse) asked the customer to try manually docking by using the joystick, but there was no change. The customer stated that the horizontal movement was stuck, but the customer could move vertically without any problem. The tse asked the customer to check if there was an obstruction like a cover, and the customer stated that there was not. The tse viewed the system event logs and noticed an error code 23007 indicating a high velocity during the wiggle test. The tse advised the customer to perform a hard power cycle with an emergency power off (epo), but there was no change. The tse asked the customer to pull on the boom while someone was trying to move it out with the joystick, but the issue remained. The tse asked the customer to press the epo button, but there was no change. The tse then asked the customer if they could dock the patient side cart (psc) in those conditions, but the customer said no because one of the arms was too far away. The tse asked the customer if they could use the other psc from system sk7570, but the customer said no because it was installed in another room and it would take a long time for installation. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer confirmed that the system's functionality was checked when it was powered up. The customer restarted the system several times and checked all the connections. The system had switched on without displaying an error message. The problem with the system occurred before docking. The problem occurred when the arms were advanced and deployed. The surgeon was unable to use the psc that day. The customer performed a laparoscopic operation, so there were no additional incisions needed. The patient tolerated the change well and was not injured.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that a cover in the patient side cart (psc) was stuck. The fse took off all the covers and then the boom was working fine. To be sure, the fse tested the orienting platform (op) and the boom using diagnostic test engineering (dte). The servo, friction and sine cycles tests were okay. The fse found that the front boom cover was damaged, so it was replaced. The system was tested and verified as ready for use. The damaged boom cover involved with this complaint is a field scrap item and will not be returned to isi for further investigation.